Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, did not experience recurring malfunction after reset, was instructed to continue using pump and to call back if malfunction recurred, and acknowledged understanding of instructions.